Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported that on (B)(6) 2024 the patient had stoma site discharge. Patient was diagnosed with a stoma infection and was prescribed topical antibiotic fusidic acid ointment bid for 7 days and oral antibiotic amoxicillin/clavulanic acid 1gm tablets bid for 7 days. Due to no improvement, on (B)(6) 2024 the physician decided to stop duodopa and remove the tubes. Patient was prescribed oral antibiotic linezolid 600mg bid and fusidic acid ointment bid, both for 14 days.